Event description:
The customer called into philips reporting that there is random problem when the auto-test and automatic test are run. The automatic test fails. There was no patient or user involvement.